Manufacturer narrative:
Explanation of evaluation: method: stimulator used as part of investigation. The device successfully delivered shocks and no malfunction was identified. Explanation of conclusion: first occurence since the product was placed on the market in 11/2002. The device software contains thresholds designed to correlate with anticipated user actions in order for it to provide corrective feedback. In this case, the threshold for the 'pads on a pt' state was not achieved although it was reported and confirmed by a review of the device's internal memory that the pads were placed on the pt. The device passed its daily self test the day before the event and subsequent self tests. Analysis of the pads involved with the event did not provide any additional info. Attempts to determine the root cause have not been successful. Additional narrative: the outcome was reported to be brain injury. The investigation concludes the potential for the device to have performed in a manner that could compromise its ability to perform its basic function (providing shock to pt during sudden cardiac arrest) should it recur, and therefore, the event is being filed.

Event description:
Product was used to attempt to resuscitate a pt who became unconscious in a pool. Pads were applied to pt, however, the device did not recognize the status change and would not advance beyond instructing user to 'apply pads to bare skin.' CPR was performed on pt.